Event description:
It was reported to philips that the device's electric shock plate and electric shock plate base are burnt black. There was no patient involvement.

Manufacturer narrative:
The asp evaluated the device. Available details indicate that the device's base of the electric shock plate is burnt. It was determined that the issue was that the rectangular paddle electrodes and paddle tray plates both have a burnt black appearance. It was judged that the gel of the paddle electrode was not dry, and a charge and discharge test was performed, resulting in scorch. The 453564489291, xl+ kit-paddle tray plates was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was an issue with the 453564489291, xl+ kit-paddle tray plates. The reported problem was confirmed. The customer replaced the 453564489291, xl+ kit-paddle tray plates to resolve the issue. It has been concluded that no further action is required at this time.